Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 537 mg/dl, 500 mg/dl and 475 mg/dl. The customer was assisted with delivering the bolus. The customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing. The insulin pump will not be returned for analysis.